Manufacturer narrative:
Findings: no unexpected low battery alerts or off no power anomalies/alerts noted during testing. Passed displacement test and off no power test. The operating currents were in specification. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarm off no power. Customer's blood glucose was unknown mg/dl. Customer stated that this is the second occurrence of off no power in less than 24 hours after low battery warning. The customer was advised the pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery.